Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at the user facility reported that a 2008k2 hemodialysis (hd) machine had a melted post temp sensor. No patient was connected to the machine at the time of the incident. Therefore, no patient was involved. No burning smell, fire, heat or smoke were observed. The current repair status of the machine is unknown and it is not known if the unit has been returned to service at the user facility.

Manufacturer narrative:
Plant investigation: the temperature sensor was returned to the manufacturer for analysis. A visual examination was performed on the temperature sensor which revealed physical damage on the protective shielding. The shielding was cracked and flaky. Functional testing was performed by installing the temperature sensor onto a test machine and placing the test machine in dialysis mode. The unit functioned without any failures in dialysis mode with complaint parts installed. The temperature was stable at 36.7° with no temperature alarms. The temperature sensor did not heat up. The test unit was able to complete the self-test and heat disinfect programs without any failures. The temperature peaked at 84°c but the temperature sensor did not heat up during testing. A functional resistance test was performed on the temperature sensor by measuring the resistance of the complaint temperature sensor at room temperature and compare it with a known good temperature sensor. The measurements found no discrepancies. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's or any associated rework during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements and did not reveal any issues or problems related to the reported complaint. The investigation into the cause of the complaint was able to confirm the reported event. Although a visual examination of the temperature sensor did not confirm any melting parts, there was confirmed discoloration at the probes, indicating that the part sustained heat damage. Therefore, the complaint has been deemed confirmed.